Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a speed control dial, while dial is in a stand-by/neutral position, the dial will engage a drive command without physical manipulation. No injuries were reported to have occurred as a result.

Manufacturer narrative:
This failure mode has been previously reported per 21 cfr 803.50. As part of a retrospective review and remediation effort resulting from improvements made to max mobility's complaint handling and adverse event reporting processes, (B)(4) was implemented. This MDR is being filed based on the outcome of that retrospective review. As part of corrective actions, max mobility has initiated a field action recall for all speed control dials that are currently in use. Max mobility will be providing switch control buttons or switch control buttons with mono jack option to replace the affected speed control dials.